Event description:
The account reported the brake steer caster is not holding. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The technician found the brake steer caster is worn. The technician replaced the brake steer caster to resolve the issue. Based on this information, no further action is required.